Event description:
Related manufacturing ref: 3008452825-2021-00195, 3005334138-2021-00219, 3005334138-2021-00214.at the end of an atrial fibrillation ablation procedure, a tamponade occurred. Prior to removal of the device, tension dropped and an ultrasound was performed which revealed a tamponade on the left side. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.